Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 678815). The patient had a medical history of hypersensitivity reaction on (B)(6) 2023, tetanus, diphtheria and infection mrsa in 2009 and multiple allergies (cat dander: hives, itching mold: hives, itching nickel: hive, itching), nervousness, acute stress disorder, live birth (g4 p4 t2 p1 a0 tab0 sab0 e0 m0 l4), parity 4, multi gravida (g4 p4 t2 p1 a0 tab0 sab0 e0 m0 l4), smoker, tobacco user, laceration of arm, multiple pregnancy (has had multiple pregnancies, over 35 years old (noted (B)(6) 2011), depressed mood (depression, unspecified 2010) and acetaminophen. Previously administered products included: ibuprofen, toradol, diazepam, medroxyprogesterone and bupropion hcl. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 119 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date recorded in argus is (B)(6) 2011 and as per mr report 14-nov-2011. Discrepancy noted: removal date recorded in argus is (B)(6) 2023 and as per mr report 12-mar-2012. Notes : right: 1 coil left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: fallopian tubes, bilateral salpingectomy: two segments of fallopian tube; each exhibiting a full cross section. [Pregnancy test] on (B)(6) 2011: the patient submitted to a urine pregnancy test that was read as negative. [Smear cervix] on (B)(6) 2011: (pap test), ascus/ hpv negative. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : lot number and expiration date added, reporters information race information, medical history, non drug treatment and lab data added, product start date stop date, event onset date and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4236 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted (lot no. 678815). The patient had a medical history of hypersensitivity reaction on 07-apr-2023, tetanus, diphtheria and infection mrsa in 2009 and multiple allergies (cat dander: hives, itching mold: hives, itching nickel: hive, itching), nervousness, acute stress disorder, live birth (g4 p4 t2 p1 a0 tab0 sab0 e0 m0 l4), parity 4, multi gravida (g4 p4 t2 p1 a0 tab0 sab0 e0 m0 l4), smoker, tobacco user, laceration of arm, multiple pregnancy (has had multiple pregnancies, over 35 years old (noted 10feb2011)), depressed mood (depression, unspecified 2010) and acetaminophen. Previously administered products included: ibuprofen, toradol, diazepam, medroxyprogesterone and bupropion hcl. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 119 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date recorded in argus is (B)(6) 2011 and as per mr report (B)(6) 2011. Discrepancy noted: removal date recorded in argus is 07-apr-2023 and as per mr report (B)(6) 2012. Notes: right: 1 coil left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: fallopian tubes, bilateral salpingectomy: two segments of fallopian tube; each exhibiting a full cross section. [Pregnancy test] on (B)(6) 2011: the patient submitted to a urine pregnancy test that was read as negative. [Smear cervix] on (B)(6) 2011: (pap test), ascus/hpv negative. Lot number: 678815. Manufacture date: 2009-10. Expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4236 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.